Event description:
This unsolicited device case from (B)(4) was received on (B)(4) 2015 from a patient. This case concerns a (B)(6) male patient who experienced swelling, stiffness, redness of left knee which was right on patella after receiving treatment with synvisc one. No past drug, medical history or concurrent condition was provided. The concomitant medications include statins and non-steroidal anti-inflammatory drugs (nsaids) (patient was not taking nsaids at the time of injection). On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiration date: not provided) into right knee for osteoarthritis. On (B)(6) 2015, the patient received synvisc one injection once (dose, batch/lot number and expiration date: not provided) into left knee for osteoarthritis. On unknown dates in (B)(6) 2015, the patient experienced swelling of the knee, stiffness and redness only in left knee which was right on patella. It was reported that patient's left knee was the weaker of the two knees. On (B)(6) 2015, the patient's left knee was worst at night. Also reported that the patient attended the local accident emergency on (B)(6) 2015 and blood tests confirmed no specific arthritis or gout and no infection. Reportedly, the patient still had swelling of the knee, stiffness and redness but was getting better. The patient received a course of intravenous antibiotics in hospital and was on the course of oral antibiotics now. Corrective treatment: intravenous and oral antibiotics for all the events. Outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all the events additional information was received on (B)(4) 2015. Global ptc number and results were added.